Event description:
It was reported that according to the doctor there are corrosion traces on the bushes. No further information was provided. This is report 7 of 8 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The devices were returned for inspection and the event was confirmed. The items show corrosion traces of which, the visible traces can be easily removed. Therefore, we can clearly establish that in this case it concerns an accumulation of contact corrosion. As to the forming of rust, in general it can be said that all materials, also the so-called stainless steels, are only free of rust under certain conditions. Conclusion the rust resistance only applies then, when the material is dry and is stored free of contact with other metallic objects. All metallic contacts under moist or wet conditions generate electrolytic reactions with contact corrosion as a result. Therefore, here we are dealing with normal signs of wear and tear. There are no product defects.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.